Event description:
Procedure: laparoscopic anterior resection. According to the reporter: the surgeon transected the bowel/rectum using the gun and all fired smoothly with no issues. He removed the gun and completed a rectal wash out. On doing so, a lot of fluid was apparent in the peritoneum. He cleared the fluid and did again with the same thing happening again. He was then left to complete a hartmann's procedure for further intervention in the future. Scrub nurse believes there were two yellow pushers missing from the reload. No reinforcement material was used. Surgical time was extended by more then 30 minutes due to the product problem.

Manufacturer narrative:
(B)(4).